Event description:
The customer reported an issue with the keypad. The numbers kept scrolling when the patient attempted to enter the carbohydrate units. The buttons were not responding. The blood glucose reading was 290 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump received with a cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.